Manufacturer narrative:
Journal reference: vidaihet et al. "Bilateral pallidal, deep-brain stimulation in primary generalized dystonia: a prospective 3 year follow-up study" lancet neurology/2007/6/3/223-229.

Event description:
Journal reference: vidaihet et al. "Bilateral, pallidal, deep-brain stimulation in primary generalized dystonia: a prospective 3 year follow-up study" lancet neurology/2007/6/3/223-229. The article describes the results of a prospective 3 year follow-up study involving patients being treated with bilateral pallidal deep brain stimulation (dbs) for symptoms related to primary generalized dystonia. The objective of the study was to assess the long term effect of pallidal stimulation. A number of complications were included in the results. A male patient (2) experienced a loss of stimulation effect due to a unilateral lead (left) fracture at 13 or 14 months post-implant. The therapy continued with unilateral stimulation of the other lead.